Event description:
A malfunction was reported with the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted with the reset, and confirmed that the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue reoccurred, which the customer acknowledged and understood.